Event description:
Dr reported that six pts had retenosis and stent fracture/malformation. Please refer to attached list. Event: restenosis & fracture of proximal right sfa stent. Treated with medical management. Restenosis & fracture of proximal & mid left sfa stents. Treated successfully with bypass. Restenosis & fracture of distal righ sfa stent. Treated successfully with pta. Restenosis & fracture of mid left sfa stent. Treated successfully with pta. Restenosis & fracture of mid right sfa stent. Treatment is pending. Restenosis & malformation of mid right sfa stent. Treated successfully with pta/stent.